Event description:
It was reported that pump became hot while charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from support, and no additional corrective actions or outcomes were reported.